Event description:
It was reported that prior to surgery, the drill bit was sheared off at the tip during testing of the handpiece. It did not reach patient. It was also reported that a replacement bur was available for the procedure. It was further reported that there were no delays and no adverse consequences as a result of this event.

Event description:
It was reported that prior to surgery, the drill bit was sheared off at the tip during testing of the handpiece. It did not reach patient. It was also reported that a replacement bur was available for the procedure. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Device not available.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted.